Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the hp052 black piece (connector) pulled away from end of cord. Another luke handpiece was used to complete the case. There was no consequence to the pt.